Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device was returned to a third party service center for evaluation. No repair was performed. The customer rejected the estimate.